Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomalies the device reached normal end of life and the telemetry and output were okay. Analysis of the extension ((B)(4)) found a procedural non-conformance. The stimulation extension proximal end connector was corroded. Analysis of the extension ((B)(4)) found a procedural non-conformance. The stimulation extension proximal end connector was corroded. Product analysis: analysis information -- (B)(4) 2018 09:23:44 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension, product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare professional (hcp) was unable to remove the extension from the old ins, intra-operatively. The rep stated that the hcp may replace the extension. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the battery was replaced due to normal battery depletion. The patient said she has it on 24 hours/day and confirmed normal battery depletion. The patient said it was indicated that her battery was defective. No further complications were reported.

Manufacturer narrative:
Reflects both the main component and the other applicable components. D11: section d information references the main component of the system and other applicable components are: product ID 3708340 (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2018 product type extension product ID 3708340 (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2018 product type extension product ID 3708340 (B)(4) implanted: (B)(6)2008 explanted: (B)(6)2018 product type extension product ID 3708340 (B)(4)implanted: (B)(6)2008 explanted: (B)(6)2018 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that there was normal battery depletion, and the extensions had to be replaced along with the ins. Rep reported device will be returned. Additional information was received from the manufacturer's representative. All impedances under 1500 with old battery prior to repl acement. Additional information was received from the manufacturer's representative. It was reported that the leads would not come out of the port without damaging the ends and hcp wanted to know why.